Manufacturer narrative:
The unit had a rewind anomaly due to the motor leaking oil and contaminating the motor home switch. The operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test could not be performed due to the rewind anomaly. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump would not fully rewind. Her blood glucose at the time of incident is unknown. No alarms were reported, and the drive support cap was not damaged or protruded. Troubleshooting was declined. The insulin pump was returned for analysis.